Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was delivered into the left eye without the trailing haptic. The iol was removed and replaced during the same procedure. The incision was enlarged slightly to facilitate iol extrusion; however, no sutures were required. The procedure was successfully completed with a backup iol without any complications. There was no vitrectomy and no other intervention. The patient is doing well with routine post-operative drop regimen. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/8/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint product was received in the original folding carton. The plunger was observed in advanced position. The pcb00 device was observed under microscope. There are indications of coating at the cartridge canopy and traces of viscoelastic were observed in the cartridge. There were also observed traces of viscoelastic on lower body window near the cartridge loading zone. Based on the location of the observed viscoelastic suggests that ovd was introduced thru the aforementioned window. The direction for use (dfu) indicates the following: ¿insert the ophthalmic viscosurgical device (ovd) cannula into the tip of the protective cap. Completely fill the viewing window with ovd¿. There are indications of coating at the cartridge canopy. The lens was not returned. The pcb00 device was opened and no assembly defects were observed. There are indications that the pushrod scraped the inner wall of the cartridge that could be related to force exerted during delivery. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There is no visible gap. The reported complaint was not verified. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.